Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to duplicate "unit is running through oxygen faster than normal". The ventilator failed oxygen leak test from lap top ventilator final test with a leak greater than the maximum specification allowed. Advanced fio2 test revealed solenoid #1 on the oxygen blender was out of specification with a reading of 4.84 lpm, when the required minimum passing specification is 5.79 lpm. The service technician replaced the oxygen blender and unit passed all testing.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was running through oxygen faster than normal operation. The reported issue occurred while transporting a patient via ambulance. The emergency medical response team used multiple tanks during the duration of transport. The customer confirmed there was no patient harm associated with the reported issue.